Event description:
It was reported that during an unk procedure, when installing the cartridge, it loosened and spread out. Replaced with a new one to complete the surgery. Patient outcomes were not reported. No other information can be provided.

Manufacturer narrative:
(B)(4) date sent: 5/2/2024 d4: batch # 606c61 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60w reload was received unfired, with the pan detached from the reload and 10 drivers missing. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 606c61, and no non-conformances were identified.